Event description:
It was reported that the subject device stopped sealing in the middle of a therapeutic right hemicolectomy procedure. The sealing error message constantly appeared on the generator. The tips were cleaned, unplugged and reconnected and the same error was present. The procedure was completed with a similar device with a five minute delay while patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device stopped sealing in the middle of a therapeutic right hemicolectomy procedure. The sealing error message constantly appeared on the generator. The tips were cleaned, unplugged and reconnected and the same error was present. The procedure was completed with a similar device with a five minute delay while patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection and the reported failure " stopped sealing and the sealing error message constantly appeared on the generator" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: one of the jaw has no contact to the coagulation switch. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.